Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient was feeling sick. The cgm reading was 300 mg/dl and the bg reading was around 500 mg/dl. The patient went to the ER and was treated there to decrease the bg. There was no documentation about the treatment administered. After several hours at the ER the patient was discharged but the cgm reading was still inaccurate reading 200 points off. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.